Event description:
On (B)(6) 2026 rtg1038109 (con): information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastronintestinal and pelvic floor. Patient representative reported that the patient was having trouble holding anything now and urine. Patient representative said that probably 2 months ago they were in the hospital and patient was an afib and they asked the patient if they brought their bladder stimulator machine with them, and the patient said no, no one told them to, but they could turn the device off if they needed to. During the call the patient representative was trying to connect to the patient's implant with the patient programmer, but they were getting the poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller stated that they have an appointment with doctor. To further assist with the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.